Manufacturer narrative:
The log book was analysed by the manufacturer finding that on the date of the reported event, (B)(6) 2016, an error message was logged for the time in question giving hints to the reported event. This error message is entered to the log in case a deviation between the safety software and the operating software is detected. In this case a previous activated alarm was confirmed by the user by pressing the ¿reset check¿ key. The user action was detected by the operating software but not by the safety software. The discrepancy resulted in a warm start so that the device is briefly powered off and then back on right afterwards. During this time an audible alarm is posted and the emergency breathing valve is opened allowing spontaneous breathing. A single successful warm start lasts approximately 8 seconds. Afterwards the ventilation is continued using the previous settings. Further the log analysis revealed that in the same minute just before the warm start occurred the alarm silence button was activated by the user explaining why no audible alarm was generated. Additionally pressing the silence button means that an audible alarm had been present before. The device was tested after the event without finding any deviations.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while connected to a patient, the device shut down and there were no alarms. No patient injury reported.